Event description:
The account alleged the bed has no head up function.

Manufacturer narrative:
The technician found the reservoir has a small leak. The technician replaced reservoir and fluid to repair the bed.